Event description:
A (B)(6) female pt's mother contacted zoll customer support to report constant check belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt / adjust belt messages) has been confirmed. The cause for the adjust belt messages is a cut in the cable running from ECG electrode a to ECG electrode b, which severed the ground wires. The root cause for the damaged trunk cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.